Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. However, physio evaluated the downloaded device data for the reported event date and verified the reported issue. Physio replaced the battery contact pcb assembly as a precaution. The root cause could not be determined. Proper operation was observed through functional and performances testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device shut off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device shut off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.